Manufacturer narrative:
An evaluation of the device cannot be performed at the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that "patient had limited range of motion in knee, pain and persistant arthrofibraic knee post primary knee replacement."